Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there were foreign objects in the air/water tube and cylinder of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was july/17/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacturer was able to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the foreign material found in the air/water tube and cylinder was not identified. The foreign material was possibly not removed since reprocessing could not be conducted properly due to leakage from biopsy channel; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: pcf-190 series operation manual: chapter 3 preparation and inspection. Prevention measures are written in instructions for use: pcf-190 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device